Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: surgeon stated prior to knife blade issue, attempted to pulse fire on the firing trigger, rather than the motor stopping after removing finger from trigger, the motor and knife blade continued transection and returned to home position, while on tissue. Deployed staple line and cut successfully. No consequence to patient. Surgeon was satisfied with optimal staple formation.

Event description:
It was reported that during a laparoscopic gastric bypass, the stapler, with a blue reload, no buttressing was being used on the last firing of the pouch of the stomach, was fired, the knife blade transitioning to the distal end of the stapler, the device cutting and stapling but the knife blade wouldn't retract after firing. The doctor tried using the reverse button but the knife blade still wouldn't retract. The doctor used the manual override lever to remove the device from tissue. The doctor inspected the cut/staple line and the line was complete. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch p58m1g. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45b cartridge loaded in the device. The cartridge reload was received fully fired. In addition, two gst45b reloads were received inside of a plastic bag. The reloads were returned fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reloads b and c: gst45b, (B)(4), fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.